Event description:
It was reported the patient's pump was accidently filled with 2000 mcg instead of 500 mcg so the programming was not updated initially and no bridge bolus was completed. After about 48 hours, the patient began to have the overdose symptoms. The patient went to the emergency room with unspecified overdose symptoms. Several hcps were conferenced and made the decision to reduce the rate of the pump to compensate for the concentration difference. The patient was still receiving the 2000 mcg drug. No further information regarding the patient's status or drug dosing was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.